Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a predicted high alarm in the middle of the night. The customer stated that she believed her insulin pump treated her high blood glucose while she was sleeping. The customer's blood glucose at the time of the call was 94 mg/dl. Troubleshooting was done. The customer was unsure if the drive support cap of her insulin pump was damaged because the insulin pump was not present. The customer also stated that she was hospitalized on (B)(6) 2012 due to low blood glucose. The customer did not know her blood gluocse at the time of the hospitalization. Prior to the hospitalization, the customer was unconscious. The customer perceived the cause of the low blood glucose to be that the down arrow button on the insulin pump was pressed on, giving the maximum amount of a bolus. Nothing further reported.